Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. A review of the event history log was performed. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver the programmed medication. The patient was receiving the medication but the nurse observed that the volume of the bag had not reduced after several hours, and they tried giving a bolus of diuretic from the bag and there was noted to be no drips falling from the chamber. The patient was receiving bumex gtt. The pump did not deliver any of the expected medication. The event happened during delivery at the intensive care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.